Manufacturer narrative:
The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 185.0 received the low battery alert (104) on 11/13/2025 06:12:00 faster than expected at 0.0 days. Battery cycle 174.0 received the low battery alert (104) on 11/13/2025 05:33:00 faster than expected at 0.0 days. Battery cycle 173.0 received the low battery alert (104) on 11/13/2025 05:28:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery tube threads cracked, stained keypad overlay, label damage (serial number faded), missing display window cover. No power errors noted and passed all required testing. Blank display was not noted. Confirmed cracked case at battery compartment. Confirmed label damage (serial number faded). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the display of the insulin pump was blank, received a battery failure alarm, and a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for replace battery alarm and the customer reported that no damage to the battery cap. Troubleshooting was performed for battery cap issues, and the customer reported a crack near the battery compartment. The customer also reported that the functionality was affected. Troubleshooting was performed for the labelling anomaly, and the customer reported that the label stickers were faded. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer responded that the device would be returned.